Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: could you please describe where the staple leg was located that surgeon could touch? Anastomotic stoma . Was the surgery done laparoscopically? Yes . Was the device difficult to close? No . Was the device difficult to fire? No . Where in the green gap setting scale was the indicator located prior to firing? Yes did the surgeon wait 15 seconds and then retighten prior to firing? Yes did the healthcare professional receive audible & tactile feedback when firing the device? Yes what was used to control bleeding in second surgery? Suture what is the current patient status? Stable and in hospital

Event description:
It was reported that during the low rectal cancer surgery, after fired, found the tissue oozing, stop bleeding with compression hemostasis. The surgeon suspect staples malformed after firing. Next day, after surgery, found the patient was bleeding and could touch the staple leg, stopped the bleeding with 2nd emergency surgery. The patient was stable and left from hospital.